Event description:
It was reported that during nasofibrillarongoscopy surgery the equipment was installed correctly, parameters of position of the tube and correct operation of the monitor. At the time of the surgical procedure, milliamperage was used in 2.0; with sensitivity at 100; although the specialist states that she believes she finds the path of the nerve by positioning, path and from the equipment does not show any response to traction, heat with bipolar energy or with stimulation. The sensitivity is decreased to 85, the port of the stimulator is changed, they are reviewed parameters of the equipment and remain in proper operation according to samples in green, but the nerve does not respond. The tube showed normal contact when pressing check electrodes with green pimp in all the marks to look at, additional details showed 0.1 in green which means that the tube was not rotated, did not show interference or beeping, the milliamperage was raised to 2.0 and the sensitivity of the latency even at one point in 85; everything showed on the screen ok; additional stimulator port was changed to stim 2, but the team did not receive any kind of stimulus. After the procedure, it was connected to a patient simulator which showed all the ports ok, and it was used in other procedures that same day with the same doctor and everything worked normally. The specialist states that she will keep that nerve path by anatomical position and knowledge, however the team never received any response from start to finish, without the use of monopolar energy. The patient was extubated after the surgical procedure, resisted 2 minutes breathing with good saturation, after that time presenting shortness of breath and with strong stridor, presents drop in saturation significantly so it is said intubate again and take to intensive care unit (ICU), then nasofibrolaryngoscopy is diagnosed bilaterally and proceed to schedule for tracheostomy. The surgical day was delayed due to the issue of re-intubating the patient and transfer to the intensive care unit. The patient is with tracheostomy and must wait some time with it to check if later he can have rehabilitation or must have it for life. In addition, the surgeon commented that the anatomy of the pathology to be removed was very difficult; however, the nerve monitoring used by us did not help at all, since it did not work at any time.

Manufacturer narrative:
Medical safety has reviewed and stated that emg tube IFU m040175c001doc1b which states "it is strongly recommended that the clinician(s) have a thorough understanding of and experience with intraoperative emg monitoring prior to using the emg endotracheal tube in a surgical procedure. This device is not intended to replace the surgeon¿s medical judgment or knowledge of neural anatomy and physiology. It is intended to provide the surgeon with an additional tool with which to make better-informed decisions regarding the surgical procedure." Additionally, per nim IFU m987224a001e "the nim system does not prevent the surgical severing of nerves. If monitoring is compromised, the surgical practitioner must rely on alternate methods, or surgical skills, experience, and anatomical knowledge to prevent damage to nerves." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.